Manufacturer narrative:
The meter was returned for investigation. Visual examination of the meter determined there was a large crack in the display. The touchscreen is unresponsive due to the broken glass under the housing. The meter is unusable due to the damage. The cause of the crack was determined to be from physical impact as the result of customer mishandling. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The meter had a physical crack and black line on the middle of the display that affected the readability of the results on the screen. There was no report of any actual misinterpreted result.